Event description:
During a request for therapy assistance on a homechoice (hc) machine, the home patient (hp) stated that they were going to reuse the same supplies. The technical service representative (tsr) stated they the hp would need to end therapy and start over with new supplies. The hp stated they didn't have more supplies and was going to start therapy over using the same supplies. During follow up with the hp, it was reported that the patient did reuse the same supplies to complete therapy. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.